Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous internal common coronary artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced but resistance was encountered. The procedure was continued but it was unsure if the balloon inflated when pressure was applied. When the device was removed, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.